Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was soaked for a period of time to break up the contrast and blood within the device. The device was then prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated and maintained pressure as well as deflate with no issues immediately. Product analysis did not confirm the reported event, as during functional testing the balloon inflated to rated burst pressure and deflated with no issue or irregularity.

Event description:
It was reported that slow balloon deflation occurred. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that a deflation issue occurred. Eventually, the balloon was removed deflated and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that slow balloon deflation occurred. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that a deflation issue occurred. Eventually, the balloon was removed deflated and the procedure was completed with another of the same device. There were no patient complications reported.